Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and "allergic type symptoms" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm voluma and unspecified juvederm ultra. Patient developed swelling and "allergic type symptoms." Patient was treated with prednisone. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2015-00382 ((B)(4)). This is the first MDR submitted for the first suspected product, unspecified juvederm voluma.